Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that a repeated recoverable fault error universal surgical manipulator (usm) arm 4. The customer tried to recover the fault error; however, the error persisted. The system was not connected to onsite. Tse asked the customer to read system logs and errors 32098 and 32096 on ac-4c in usm 4 was verified in the logs. Tse asked the customer to perform a hard power cycle; however, the customer opted to disabled usm 4 and proceed with the surgery. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
In the logs, the 32098 error was found pointing to the yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Root case is attributed to the electrical issues with the manipulator.